Manufacturer narrative:
Results: evaluation of the returned product does not confirm the reported issue. The alarm powers on and passes all functional tests however, the battery springs inside the battery compartment are bent and the warning label is torn across the middle. Note: instructions for use on battery replacement has a warning statement: do not attempt to remove the battery door; it does not separate from the alarm. Carefully remove batteries to avoid damage to the battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. After changing batteries, test the alarm and sensor for proper operator prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).

Event description:
The customer reported the alarm sounds intermittently and noticed the alarm has the sensor port loose. There was no battery leakage reported. The customer reported they did not know what date this was discovered on but did state that there was no pt incident or injury that occurred.